Manufacturer narrative:
The complaint description states that the locking metaglene screw has broken during surgery. The DHR analysis performed did not reveal ay anomalies that could be related to the issue reported on the complaint. A search into the complaint database was performed, no other similar complaint was reported for the affected product code and lot number combination. The device associated to the complaint was not returned for analysis. Based on the informations received and the investigations performed, the root cause of the incident could not be determined . Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
While left primary reverse tsa was being performed surgeon had difficulty removing retractor. After pulling hard he (surgeon) was able to remove it. We finished the case and postop films revealed a broken locking metaglene screw. Surgeon came to me and told me about it and said he's putting her on the schedule for later that day to remove the broken screw. Surgeon said probably placement of screw prevented him from removing retractor, and when he used too much force to remove it he probably broke the screw. During the revision procedure the surgeon removed the head of the screw that was broken. He checked with fluoroscopy and found the other part of the screw but wasn't able to retrieve it. Surgeon decided to leave screw in the shoulder, thinking it would do too much damage to try to remove it. He was satisfied it wasn't in the joint and wouldn't do any harm in soft tissue.